Event description:
It was reported that the patient felt a snap when moving a heavy freezer. The physician suspected a lead fracture. The lead could not be removed with the laser sheath and had snapped at the suture point, it required a snare from groin removal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. The proximal insulation was damaged and both coils were fractured.